Event description:
Patient is a heartmate 3 lvad patient (doi: (B)(6) 2019) that presented to the ed with persistent exertional shortness of breath. He had one low flow alarm 1 wk prior to this visit. CT scan reveal nearly occluded lvad outflow tract obstruction. Patient had been followed by musc for heart transplant. Heparin infusion initiated. Transthoracic echocardiogram done showing the left ventricle mildly dilated. Normal left ventricle wall thickness. The left ventricular systolic function was severely decreased (<20%). Unable to assess left ventricular diastoli function. The inflow cannula was well visualized and appears adequately positioned and aligned with the lvot. The outflow cannula adequately visualized. The intraventricular septum appeared to demonstrate a rightward shift. Rv mildly dilated, systolic function moderately reduced. Patient was transferred to musc on (B)(6) 2025 for possible escalation of transplant given lvad dysfunction. Patient underwent hm3 explant and dbd oht (heart transplant) on (B)(6) 2025.